Manufacturer narrative:
The investigation results have been made available. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: during the trend analysis no trend was identified. Review of event description: it was reported that the patient had a hip arthroplasty on (B)(6) 2013. Subsequently, the patient is experiencing a possible allergic reaction. No medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the IFU for endoprosthesis (B)(4) states that ¿allergy to the implanted material, above all to metal (e.g., cobalt, chromium, nickel, etc.).¿ is a contraindication. Additionally, it is stated that "the general risks involved in endoprosthetics are allergic reactions to the implant material used, loosening, wear, corrosion, incorrect positioning, dislocation, aging, deterioration and fracture of the implant or implant parts.". It is also stated: preoperative: "the doctor must explain the risks of an implantation to the patient, including the possible impact of the factors mentioned under section ¿ general information on indications, contraindications and risk factors¿ on the success of the operation and the possible negative effects mentioned under section ¿adverse effects¿. The patient should also be informed as to what steps he/she can take in order to reduce the possible effects of these factors." Package insert used for ceramic femoral heads: biolox delta states that biolox delta ceramic femoral head consists of the material biolox delta, an aluminum oxide matrix composite ceramic and as adverse effects "inflammatory reactions and osteolysis" are listed. Biocompatibility specification and material compatibility specification certify the suitability of the material. Root cause analysis and conclusion: neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. It is unknown which type of problems has the patient with the implant and it is stated that the patient possibly is allergic to the implants. It has to be considered that the patient has bilateral hip replacements and that the biolox head included in this complaint is only one part of the implanted hip replacement system. The biolox head is consists of the material biolox delta, an aluminum oxide matrix composite ceramic. Allergic reaction to metal implant materials are known and the allergy to ceramic materials is also possible but more rare due to material properties of ceramic. However, the IFU for endoprosthesis states that "the general risks involved in endoprosthetics are allergic reactions to the implant material used" and that "the doctor must explain the risks of an implantation to the patient, including the possible impact of the factors mentioned under section ¿ general information on indications, contraindications and risk factors¿ on the success of the operation and the possible negative effects mentioned under section ¿adverse effects¿. The patient should also be informed as to what steps he/she can take in order to reduce the possible effects of these factors." For example a preoperative test to identify patient allergy could potentially reduce the possible negative effects listed as adverse events. However, biocompatibility and material compatibility specification certify the suitability of the material. In conclusion, it is unknown if the patient is allergic to a product material and to which one, it is impossible to identify an exact root cause for the reported event. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. An e-mail requesting additional information was sent on march 28, 2017 to the appropriate representatives. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a biolox delta, ceramic femoral head, m, ã¸ 32/0, taper 12/14 on (B)(6) 2013. The patient reported that she is experiencing a possible allergic reaction.